Event description:
It was reported that a patient with an insertable cardiac monitor (icm) had it come out from the original implant location, after which it was removed. The patient is no longer implanted, and the clinic has been made aware of the situation, with plans in place for reimplantation. No additional adverse patient effects were reported.